Event description:
Plugs were plugged into red plugs in the wall. About 1.5 hours later all three channels failed simultaneously resulting in patient not receiving epinephrine, milrinone, and propofol. Patient's pressure dropped by 40 systolic while drips were changed to new pump. According to the pump history, this pump generated a failure code. The next indication in the pump history is the beginning of the performance test verification by our staff. New pump was ordered immediately.